Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge. To resolve the problem, the customer changed the infusion set and cartridge, and then resumed insulin usage.